Event description:
It was initially reported that during a generator replacement procedure the pt was experiencing tachycardia. The surgeon performed diagnostics on the pt, and then proceeded to program the pt to 0.25ma. The pt then started showing signs of tachycardia. At that time, the pt's device was disabled and the tachycardia resolved. The exact diagnostic results are not known. It is also unk if any other settings, besides the programming of the output current, were changed. Attempts for add'l info have been unsuccessful to date.